Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: gradl, g., jupiter, j., pillukat, t., knobe, m., and prommersberger, k-j. (2013). Corrective osteotomy of the distal radius following failed internal fixation. Arch orthop trauma surg, 133, 1173-1179. The authors conducted a single-center retrospective case study to evaluate if good results of corrective osteotomies of the distal radius were achievable following failed internal fixation. A variety of plates were used for treatment, including synthes palmar and dorsal plates (2.4/2.7 radius plate), synthes mini-fragment locking compression plate (lcp) - t plates, and competitor palmar locking radial correction plates. A chart review of all patients with a malunited fracture of the distal radius following internal fixation was conducted between 1999 and 2007. A total of 18 patients (eight women, ten men) with a mean age of 41 years (range, 17&#15799; years) were available for functional and radiographic follow-up assessment. Median duration of follow-up was seven years (range: 2-12 years). Results included: serious injury / reportable malfunction: one patient with an unspecified palmar locking plate developed symptomatic tendonitis of the extensor pollicis longus tendon due to dorsal protrusion of screw tips, requiring implant removal and decompression of the third extensor compartment. One patient had intra-articular screw placement, which was noted three days after surgery requiring removal of the unspecified plate and screws and placing it anew in a more proximal position. A copy of the literature article is being submitted with this medwatch. This is report 2 of 3 for (B)(4). This report is for an unknown plate.